Event description:
On august 26, 2024, senseonics was made aware of an incident where the patient experienced a false hypoglycemia event on (B)(6) 2024. The patient complained about receiving multiple low glucose alerts (out of range) between 12:00 pm and 02:00 pm even though the blood glucose (bg) values were not in low glucose range.

Manufacturer narrative:
The manufacturer is currently performing investigation and results will be provided in a supplemental report.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, that customer received multiple out of range low glucose alert from 12:21 pm to 8:01 pm on (B)(6) 2024. A review of the dms data also revealed that the bg provided was taken at 7:40 pm and the system triggered the out-of-range low glucose alert on (B)(6)2024 7:41:00 pm. A further review of the dms data revealed that he transmitter was detecting two sensors. Transmitter collecting data from 2 sensors can potentially compromise the accuracy of the data that is provided. A diagnostic upload was requested from the user for further investigation. However, this was not provided. The user was advised to get in touch with their hcp and to explore the option of having one or both sensors removed and having a new one inserted in another pocket, preferably in the other arm. At the time of writing this report, the sensors are not removed yet. This complaint does not require any further investigation. B4. Date of this report updated to 09 october 2024. H3. Device evaluated by manufacturer? Yes. G3. Date received by manufacturer updated to 09 october 2024. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.